Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging obtaining control solution readings that fell below the specified control solution range. This complaint is being reported because the alleged control solution issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Control lot #: 2aa2g02. The test strips associated with this complaint have been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
(B)(4): the test strips involved with this complaint were found have results outside the acceptable control range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the lifescan meter has been returned to lifescan. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time.